Event description:
Patient was revised to address instability. **update** (B)(4) 2012 - litigation papers received. In addition to instability, it is now alleged that the patient suffers from pain, discomfort, sensation of misalignment, weakness, audible clicking noises, difficulty with activities of daily living, and recurrent dislocations. The doi was also provided - (B)(6) 2004. The MDR decision has been reversed and the liner and head reported.

Event description:
Patient was revised to address instability. Update: (B)(4) 2012 - litigation alleges that the patient suffers from severe pain and discomfort in her left hip, back, and leg. It is also alleged that the patient suffered from sensation of misalignment, weakness, audible clicking noises, difficulty with daily activities, recurrent dislocations, muscle mass and soft tissue deterioration, and elevated metal ions in the bloodstream.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.